Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the encoder ring on the roller pump to be bent causing the roller pump to stutter and give a 'pump jam' message. It was determined that the encoder ring did not meet specification. The product will be sent to service to be brought to manufacturer specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr installed a new roller pump. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during field service installation, the small roller pump was found jerking during operation. There was no patient involvement.